Manufacturer narrative:
Investigation complete, b5 and h codes updated to reflect investigation results.

Event description:
It was reported that the brakes are difficult to engage, the power cords are difficult to reach (non-ergonomic feature), and the users have difficulty with the weight of the stretcher (non-ergonomic feature). It was further reported that users sustained general strain overtime, however, no specific injuries were alleged and no medical treatment was sought. Upon communication with the user facility, these were user preference issues and not related to component level defects.

Event description:
It was reported that the brakes are difficult to engage, the power cords are difficult to reach (non-ergonomic feature), and the users have difficulty with the weight of the stretcher (non-ergonomic feature). It was further reported that users sustained general strain overtime, however, no specific injuries were alleged and no medical treatment was sought.